Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to rash on insertion site on (B)(6) 2018 with blood glucose of unknown. The customer was treated with steroid cream. The sensor will be returned for analysis.

Manufacturer narrative:
The information provided in the initial report was incorrect. The correct information has been included with this report.

Event description:
Adverse event has been updated to malfunction from serious injury.

Manufacturer narrative:
Inspected 1 opened or used sensor and performed visual inspection and found contact pad to be damaged unable to confirm customer received sensor in said condition due to customer returned opened or used. No needle returned.